Event description:
It was reported that a revision surgery is to be performed.

Event description:
It was reported that revision surgery was performed due to femoral component loosening and patient pain.